Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that, when they tried to connect to the implantable neurostimulator (ins) for the first time on (B)(6) 2016, they got a power on reset (por). It was noted that the patient recently had an ins replacement. There were no symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.